Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that physician planned to perform right iliac angioplasty along with left iliac angioplasty with right superficial femoral artery (sfa) plasty and after taking 6f contralateral sheath puncture, it was found that normal percutaneous transluminal coronary angioplasty (ptca) wire was able to cross the lesion as it was a calcified lesion with 96% block, but after continuous effort, the wire crossed the lesion. It was noted that the vessel diameter was 6-7mm. The wire was exchanged to a viperwire peripheral guidewire. A stealth 360 orbital atherectomy device (oad) was advanced over the wire. After 2-3 treatments, when the physician attempted to cross the aorta, the oad was unable to cross because of high calcification and got stuck on the viperwire guidewire. The wire exited out of the sheath after oad stopped spinning. Angiographic images showed a rupture in distal iliac artery that was immediately covered by stent graft and all devices were removed from the patient. In the opinion of the physician, the viperwire guidewire caused or contributed to the perforation during removal from patient's body. The patient was discharged from the hospital.